Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the keypad cover was found to be fully intact. All of the keypad buttons were found to be intermittently responsive to button presses. The keypad cover was removed; contamination was found under all the key contacts. Unrelated to the complaint, the display screen was found to have a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.